Event description:
See MDR# 1036844-2011-00380 for the first incident with the same pt the day prior. It was reported that the procedure was being performed on a (B)(6) dark skinned female pt in the ICU to have long term antibiotic therapy post knee surgery. The pt had orders for a PICC line to be placed after complications from yesterdays procedure. The pt agreed to have the procedure done. The pt was cleaned prior to the procedure with a 10ml chlorhexidine sponge scrub and allowed to dry. The pt was then draped. The 1.0 ml of lidocaine was given subcutaneously to the area of insertion. The pt was then cleaned again with the orange tinted chg from the arrow kit and allowed to dry. Mst procedure was completed easily. A 4.5fr catheter was placed smoothly to 40cm. The catheter was flushed with 10ml normal saline provided on the outside of arrow's kit. While flushing, the pt stated that she felt "tingling to her lips". She then said that her "back was burning". She then stated that her entire body was "burning up". Her heart rate jumped from 80-140 bpm on the cardiac monitor. The clinician immediately removed the PICC line and called for the doctor. The clinician requested 50mg of benadryl which was pushed by IV. Within 15 minutes, the pt returned to baseline. The clinician concluded that after witnessing both occurrences that when the anaphylaxis happened the first time the pt's opiate medication caused her unresponsiveness. When the narcan was pushed it withdrew the opiate and the pt became responsive but the reaction continued with her elevated heart rate and hypotension and diaphoresis. The second attempt had the exact "second by second" reaction but there were no opiates on board (IV, she did have a tylenol #3 earlier in the day) which accounts for her not becoming unresponsive.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.